Event description:
A customer contacted beckman coulter inc. (Bci) in regards to creatinine module (crem) reaction cup leaked. No injury was reported and no personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
A bci field service engineer (fse) replaced the reaction cup assembly.